Event description:
It was reported the stylus does not work. The stylus was replaced twice, without resolution. There was no response when selecting a function and only an audible beep. The rf head was returned with the programmer and subsequently tested out of specification during the manufacturer's analysis no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the complain. (B)(4) the rf head cable had ruptured insulation and tested out of specification.